Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump showed much less volume left than the actual amount in the morphine bag during therapy (programmed amount and delivery rate unknown) in the medical intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion which was not reproduced due to an unrelated issue. Flow testing was unable to be performed and cause could not be determined due to the unrelated issue. The device requires testing to ensure flow accuracy is met during the repair process before returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.